Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material clogged in the device was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: ¿precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the working channel on the evis exera iii colonovideoscope was obstructed. This was found after an unknown procedure, during manual washing. During the inspection of the returned device, the biopsy channel was found to be obstructed, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The tube inside the channel mount unit was damaged from foreign objects that were obstructing the channel. As a result of the channel mount unit obstruction, foreign objects were coming out of the distal end. Foreign material was also coming out of one of the cylinders. The forceps channel port was damaged, there were scratches on the connecting tube, and the control body side cover was corroded. The light guide bundle and lens were broken and the adhesive on the bending section cover was deteriorated. The universal cord, the side cover case and unit, the plug unit, the switchbox, the flexibility adjustment ring and the grip unit were all found to be scratched. The cylinders were also found to be discolored. The crack on the distal end caused water tightness to be lost. The angle wire was worn, which caused the bending angle in the up direction to not meet the required specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.